Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. A new lead with a different model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description; this supplemental report was created to capture additional information and correction.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. A new lead with a different model was placed. No additional adverse patient effects were reported. Additional information indicates that the right ventricular (rv) lead was explanted due to impedance out of range and the threshold was continuing to climb. The right atrial (ra) lead was explanted in order to get the rv lead out, and device was explanted due to the physician's discretion.